Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and not field serviceable.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device has a service wrench present on the readiness indicator and would not power on when prompted.  The customer confirmed this with multiple batteries.   There was no patient use associated with the reported event.